Event description:
The customer contacted stryker to report that their device unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker observed that one of the two batteries was 5 years old. Per the operating instructions for the lifepak 15, stryker recommends battery replacement approximately every two years. All of the internal connections were verified and the battery pins were replaced as a precaution. The customer was advised to replace the old battery. The root cause of the reported issue could not be determined. The device passed all functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.